Event description:
The pt experienced increased spasticity 2 days after refill for past 2 refills. The hcp reported that the pt was admitted to the emergency room to monitor for withdrawal symptoms. A dye study was performed 2005 and the dye was noted to be entering the intrathecal space. A bolus following the dye study, with an additional therapeutic bolus, was administered with no response noted.